Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing that leads to the catheter. The patient noted that there was a hole or tear in the catheter. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that there was a hole in the tubing that led to the catheter. It is unknown how or when the hole occurred. The patient went to the dialysis center at the hospital where the extension set was exchanged and the patient went home. The patient stated that a culture was taken which showed no infection and no medication or additional treatment was given. Stated that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. There is no sample available.